Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient had reduced the best corrected visual acuity 20/25 and 20/40 since surgery. The lens was later exchanged in a secondary procedure. The patient was not hospitalized as a result of this event. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but further no information was available.

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The product was returned for analysis and damage was observed to the intraocular lens. Intraocular lens received adhered to inside of a sample container. A significant amount of solution is dried on the intraocular lens. Both haptics are intact. Intraocular lens cleaned. The optic is scratched/marked-rejectable. Surgeons prognosis: "will likely improve after intraocular lens exchange with monofocal". The root cause for the reported complaint could not be determined. The product history records confirm that the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).